Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_adaptor_acc, serial# unknown, product type accessory. (B)(4).

Event description:
It was reported they had come across a couple of cases where adaptors seemed to give them trouble. It was noted there was one instance where an adaptor seemed to be the root cause of the oor impedances under inter-operative.